Manufacturer narrative:
The product will not be returned for evaluation, as the part is contaminated and cannot be affectively cleaned for safe handling. There are no more boxes available of the same lot number for evaluation. This is the only complaint that has been received for this occurrence. As a result of this information, a true root cause could not be determined. This can be seen as the final report. If additional information is obtainled that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted.

Manufacturer narrative:
This complaint was received through the FDA report that was submitted by the user facility. Additional information has been requested along with the product to be returned with no response. There has been a total of (B)(4) sold of all lots since march 2018 with no additional complaints recorded for this occurrence. A follow up report will be submitted once we have received additional information.

Event description:
During a laparoscopic cholecystectomy with intraoperative cholangiogram. The cholangiogram catheter tip bubbled up at the end and could not be inserted. A new catheter had to be opened.